Event description:
Caller stated that medical attention was sought on (B)(6) 2024-around 5:50pm at home. Caller stated that the end-user was feeling dizzy so he tested his blood glucose and received a reading of 440mg/dl. A normal reading for that time of day is usually around 113mg/dl. Caller stated that she then drove the end-user to (B)(6) free standing emergency department located at (B)(6). When the end -user arrived at the hospital his blood glucose was 360mg/dl. Caller stated that they gave the end-user insulin to lower his blood sugar. The end-user was using expired test strips. Educated the caller to discard any expired product they have. The meter had the memory cleared prior to initial call so we were unable to get any readings from the meter. Caller stated that the end-user was at the hospital for 3 hours. End-users blood glucose was 111mg/dl when he was discharged from the hospital with instructions to follow up with his primary doctor. No additional information has been provided.